Event description:
The customer reported that there was no fluoroscopy during an examination.

Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.